Manufacturer narrative:
An imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation, see attached image a1 in the complaint. Visual inspection of the as returned product identified excessive bone and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was located on tooth # 18 and was used for approximately 3 years and 7 months. X-ray images were provided by the customer, see attached image in the complaint. The x-ray image shows the product fractured in the patients¿ mouth. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63450408). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63450408) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the coronal aspect of the implant at site #18 appears fractured. Patient will return for a replacement. Inflammation and pain noted.